Manufacturer narrative:
Concomitant medical products: product ID: 8870, lot/serial#: unknown, product type: software. Product ID: 8840, lot/serial#: unknown, product type: programmer; physician occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone concentration unknown at ¿4 mg/day¿ via an implanted pump for non-malignant pain. It was reported the ¿pump failed when they did not prime the pump before they closed the incision¿. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.